Event description:
It was reported that, "surgeon was using the rim impactor and 2 adm trays had to be opened because the surgeon said the rim impactor tips were beaten up."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.